Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio anomaly. The customer's blood glucose was 277 mg/dl at the time of incident. Customer stated that the insulin pump had humming noise. Customer also stated that the insulin pump was beep all the day. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No audio or vibrate anomaly or absence of alarm noted during test. (B)(4).